Event description:
It was reported that the right atrium lead had low impedance and increased threshold. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed and the inner insulation was breached and had metal induced oxidation. It was noted that there was blood/body fluid on all conductors (not obstructed), all insulators had cosmetic metal induced oxidation, the outer insulation had cosmetic environmental stress cracking, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism.